Event description:
User reported a "fluid backflow" into the vacuum manifold during a procedure while using a bemis 1500cc suction liner in a four canister stand. Procedure was using a stryker interpulse irrigation device. There were no pt or care-giver consequences. A small amount of fluid was in the vacuum manifold. There was no direct contact with the fluid. User reports that use of stryker interpulse causes foaming.

Manufacturer narrative:
Conclusions: because there were no holes found in any of the liners, it points to a shutoff failure in one of the liners. The shutoffs seemed to be in assembly correctly and functioning correctly when they were examined. This points to a possible problem with the use. The user stated that they were suctioning fluid intermittently (with the interpulse system) and that if foamed a great deal.